Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
After and atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion (pe) with a drop blood pressure. Patient was treated with pericardiocentesis. After the case, a pericardial effusion was noticed during a standard post procedure check. No issues were reported during the procedure but after the pericardial effusion was observed, the patient had a drop in blood pressure. Pe was confirmed by intracardiac echocardiography (ice). Medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition. The physician believes the pericardial effusion was related to the transseptal puncture. It was a difficult transseptal puncture and they had to do it twice during the procedure. They also had high force in one area, but the physician believes it was due to the transseptal puncture. Additional information was later received indicating the patient¿s outcome from the adverse event was improved. The patient required extended hospitalization. Relevant tests/laboratory data was act<350.

Manufacturer narrative:
After and atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced pericardial effusion (pe) with a drop blood pressure. Patient was treated with pericardiocentesis. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).